Event description:
The distributor contacted animas on (B)(6) 2012 stating that the up arrow and ok buttons were delayed and required multiple presses to elicit a response. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):there was no damage found to the keypad. Evaluation revealed that the up arrow keypad button was intermittently responsive. The keypad was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.